Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial, that during the placement of the xience v stent in the proximal lad during procedure one, a plaque shift occurred, which required treatment with the placement of another xience v stent, overlapping the first stent edge. No additional event or pt info is available.

Manufacturer narrative:
(Plaque shift). Results and conclusion summation -product performance engineering reviewed the incident. Plaque shift is the redistribution and movement of plaque at the lesion site that can occur after stent implant and/or after balloon post-dilation. Factors that can contribute to plaque shift include lesion characteristics, pre-dilation strategy, device size selection, and procedural technique. Embolism is noted in the product IFU, as a known adverse event with coronary stenting. There was no report of a device malfunction; therefore, there is no indication of a product quality issue. A conclusive cause for the reported pt effect and the relationship to the product cannot be determined.